Event description:
It was reported that the third led on the top and bottom display does not show up. Customer states that when the unit is powered up and all the '8's' are displayed, the third '8' is missing on the top and bottom display. There was no pt involvement.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.